Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (47-500 mg/dl). Contact stated that impact to bg's may have been due to the customer having a virus, and their personal profile recently being changed by their health care professional. Customer drank a sugary drink to stabilize low bg's, and delivered an injection to stabilize elevated bg levels.